Event description:
The customer received questionable results on creatinine jaffe gen 2 (creaj) for two patient samples. One of the results was discrepant and was reported outside of the laboratory. The customer opened the top cover and found water on top of the cuvettes. She stated that the water bath was overflowing on top of the cuvettes. The samples were plasma and all results are in mg/dl. Sample 1 had an initial result of 0.59 and was repeated on another analyzer in the laboratory. The repeat result was 1.81. The repeat result was deemed by the customer to be the correct result. It is unknown if the patient was adversely affected by the discrepant result. The creaj reagent lot was 66177801, with an expiration date of (B)(6) 2014. The field service representative found that the rinse mechanism assembly was misadjusted. He readjusted the rinse mechanism assembly. He also performed performance testing, which met specifications. The customer performed quality control, which passed.